Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of implantation and explantation in the form of gouges, scratches, and surface wear. No visual damage is noted on the surface of the locking tab. Dimensional analysis of the product found that product feature 3 (locking bar to arm) was non-conforming to print specifications. It is unsure how the device became out of specification; implantation, explantation, or while disassociated in vivo. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total knee arthroplasty with loosening of the tibial locking bar mechanism. Sizing of the implant is appropriate. A definitive root cause cannot be determined. The complaint is confirmed with the provided radiographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient underwent a total knee arthroplasty for osteoarthritis 5 months ago and was injured due to a fall 2 months later. A periprosthesis internal fixation was performed locally and trauma plates were used. Subsequently, the patient was reexamined due to pain. The examination implies that the locking bar loosened. Therefore, a total knee prosthesis revision was performed recently in order to replace the loosen locking bar.